Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 5.8mmol/l. Customer advised that the keypad stop working. The customer stated that there is no significant event leading to the keypad issue. Customer is on the backup plan of injection. Customer was advised a replacement will be send on a same day swap.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.